Manufacturer narrative:
Additional information: UDI and manufacturer date provided in appropriate fields.

Manufacturer narrative:
Patient information was unavailable from the site. Device unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. It was reported that the poe injector was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while in a cranial resection, the navigation system displayed that the localizer was not connected. It was noted that the red led was illuminated. To restore functionality, a known operational camera was used to complete the procedure. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to damaged electronics and interconnect failure. If information is provided in the future, a supplemental report will be issued.